Manufacturer narrative:
A technical analysis of the returned instrument was conducted and a review of the manufacturing history was performed to evaluate whether there was any deviation that could account for the reported event. The technical investigation of the returned stent system revealed that the outer shaft has been retracted by about 227mm. The 170mm long stent was returned separately. The stent does not show any damage or irregularities and stent imprints over a length of 170 mm in the retractable shaft indicate that the stent was initially crimped at its intended position. When pushing the trigger the outer shaft is further retracted. The handle was opened during investigation and no irregularities were seen. The reported releasing difficulties could not be reconstructed. Review of the production documentation verified that the instrument was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation.

Event description:
Ous MDR - it was intended to treat a severely calcified lesion (95% stenosis degree) in a tortuous sfa but the stent could only be partially released. Therefore, the whole device was retrieved.